Event description:
Procedure type: lap nissen fundiplication with repair of hiatal hernia with prosthetic graft reinforcement. According to the reporter: the needle popped off of the operating end of the endostitch. No other information was provided.

Manufacturer narrative:
Initial report sent: 10/17/2008.